Event description:
The bilateral user reported that around 19-nov-2020 she suddenly stopped having access to sound with the device on the left. The user also has constant signs of vertigo, sometimes exacerbated, sometimes only dizziness, but the cause of it is still unknown. Reportedly, the vertigo started with implantation, but stopped later on. After 4 months, the vertigo reappeared and for the past week it has intensified. The user did not report any incident of trauma. Re-implantation is to be conducted. However, no date could be yet set.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally, the recipient experienced episodes of vertigo since implantation which may be attributable to a known post-operative side effect of otologic surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is to be conducted, but no date has been scheduled yet.

Event description:
The bilateral user reported that around (B)(6) 2020 she suddenly stopped having access to sound with the device on the left. The user did not report any incident of trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. In addition, damage to active electrode caused by excessive mechanical stress was found. Additionally, the recipient experienced episodes of vertigo since implantation which may be attributable to a known post-operative side effect of otologic surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral user reported that she suddenly stopped having access to sound with the device on the left. The user also has constant signs of vertigo.